Event description:
It was reported, that occlusion alarms occurred. Customer¿s blood glucose (bg) level was "high". Although, specific value was not provided. Customer administered a manual correction injection to address high bg. And resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.